Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported that the insulin delivery was suspended. The patient received line blocked alarm. The patient was new to distributor call center system, first day. The patient was unsure of how to resolve the alarm. The pss explained line blocked alarm and possible causes. The patient confirmed she did not notice any air or kinks in tubing, however, upon removal of the infusion set site, she noticed that the cannula was bent. The pss walked pwd through inserting new infusion set and resolving the alarm with current cassette. The patient will return the infusion set for investigation. The operator of the device was the lay user or patient. No patient harm or no patient injury. The event occurred during infusion.